Event description:
It was reported that the device produced a syringe nearly empty alarm when changing from one size to another size during testing.

Manufacturer narrative:
The device was received for evaluation. Visual and functional testing were performed and the reported issue could not be confirmed. During visual inspection the device was found to have a counterfeit top case and cracked on right plunger case. Functional testing found that the alarm was within manufacturing specifications at the time of the alarm and was functioning as intended. Preventative maintenance was performed due to the issues found during visual inspections and a final functional testing was performed and passed. A manufacturing device history review (DHR ) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue could not be determined. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).